Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant glucose (glucm) results generated by synchron lx20 clinical system. The results were not reported out of the laboratory. The customer has been noticing patient results do not match and qc imprecision since (B)(6) 2010. When the duplicate results do not match, sample is run on another instrument for confirmation. No specific patient results or number patient samples involved were provided. There was no effect to the patients or to the user.

Manufacturer narrative:
The customer has been running glucose (glucm) tests in duplicates since april. The customer has noted a sticky buildup on the face of the electrode the past few months. The customer has been replacing the electrode earlier than the recommended 6 month interval when qc or calibration fails. The electrodes have been returned to bci for investigation. Bci also requested the customer to send unused blood sample tubes for investigation. No service call was generated for this event. Bci field service engineer (fse) did not find any hardware issues during the previous service call. A definitive root cause for this event has not been determined to date.